Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: e3. It was reported by customer that cardiosave intra aortic balloon pump (iabp) batteries were not charging. A getinge field service engineer (fse) states offered phone support to christon (biomed). Cardiosave was not docked into hospital cart correctly. (B)(6) was able to dock cardiosave into hospital cart correctly and verified batteries were now in a charging state.no patient involvement.

Event description:
N/a.